Manufacturer narrative:
The reported event could not be confirmed due to the lack of post-operative scans or additional information, despite follow-up attempts. The design team reviewed the implant and confirmed it met all quality and design requirements. Although the surgeon noted the implant appeared over-contoured, the design had been approved in advance. Manufacturing records confirmed the device met specifications and passed all inspections. Based on the investigation performed, there is no indication of a incorrectly working product or any design-, material-, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint has been added to the complaint trend.

Event description:
It was reported that there was an issue with the implant not fitting and the surgeon needed to modify the implant.

Event description:
It was reported that there was an issue with the implant not fitting and the surgeon needed to modify the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.